Manufacturer narrative:
D10 concomitant product: sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT (lot# n3g1791uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a liver resection, at the time of stapling the left hepatic vein and left portal vein. The middle staple line of the two reloads were faulty and required intervention due to bleeding.